Event description:
It was reported the pt has not recharged the ipg. The pt reported she had forgotten to recharge, then had moved and misplaced the charging system. The ipg would not communicate with external devices. It was reported surgical intervention may be undertaken at a later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.